Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a problem with the insulin pump about 3 hours after her the customer's blood glucose dropped to 20 mg/dl. Caller reported that an ambulance came and treated her there. Customer was sent an incorrect infusion set pack. Customer stated that when she changed the site, a piece of the reservoir fell out. Customer did not want to talk to anyone.